Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital due to pericardial pain. The right ventricular (rv) lead exhibited increased and high thresholds and decreased sensing. A clinical perforation was suspected. A chest x-ray confirmed a change in lead position indicating dislodgement. A lead revision was performed and the lead was removed. Lead insulation damage was noted by the physician. The rv lead was replaced with a passive model. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.